Event description:
On (B)(6) 2012, the patient's cm/reporter claimed the patient is in the ICU being treated for dka. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There cartridge was not present to evaluate. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. The animas representative suggested that the hyperglycemia could be related to a site/set/insulin issue. This complaint is being reported because the patient received medical intervention for dka while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Daily insulin delivery totals correctly reflect programmed basal rates. No data from time of reported high bgs due to continued use. Pump passed 29 hour flow accuracy testing and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).